Manufacturer narrative:
Based on the claim against the product by the customer noting corrosion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps had an exposed electrode with thermal damage. The thermal damage was related to the customer complaint. The fenestrated bipolar forceps had charring and localized melting on the bipolar yaw pulley. The thermal damage was at the base of the yaw pulley near the grip. The grips were manually manipulated, and the fenestrated bipolar forceps passed electrical continuity test. The instrument was placed and driven on an in-house system. The fenestrated bipolar forceps delivered energy with no signs of arcing. The corrosion and thermal issue on the fenestrated bipolar forceps, was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: the instrument had charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, corrosion was detected on the fenestrated bipolar forceps when cleaned by sterile processing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.